Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the attorney report the patient underwent hernia repair with kugel patch in (B)(6) 2005. Following the procedure, the patient had numerous complications and required multiple physician visits. Subsequently, the patient continued to have problems associated at the site of the hernia repair. According to the lawyer the patient needs surgery to remove the mesh, her surgeon, has documented that she is not a candidate for surgery due to her other serious health conditions. She continues to be monitored. Based on the information provided it is unknown whether the device may have caused or contributed to the alleged event. The report does not identify a specific device problem and no product was returned for evaluation. Additionally, medical records have not been provided at this time. With the currently available information, no conclusion can be drawn.

Event description:
The following was reported by the attorney for the patient: on (B)(6) 2005 - the patient underwent surgery. A repair of a hernia was performed using kugel mesh. The attorney alleges the kugel patch used in the patient's hernia repair surgery failed, resulting in the serious injuries to the patient. The patient has suffered and will continue to suffer physical pain, impairment, disability, and disfigurement.